Event description:
It was reported that the handpiece is getting hot during testing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The components including the motor, rotor and bearings were corroded. This may cause a thermal and noise event. The motor, rotor and bearings were replaced. Components not associated with the complaint were replaced as part of preventive maintenance and the handpiece returned to the account after passing final inspection.